Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was when recharging the ins last night they kept getting the message system problem rm03. The implantable neurostimulator (ins) battery was at 60% and it got to 70% but would then not go any further. They had reset the controller like 5 times but still got the message. Agent asked if the equipment felt warmer than normal; pt said when they charge the ins they lay down and when recharging the ins they got up and when they went down to bed their bed was warm. During call pt verified no damage to the controller charging port. Pt did not have recharger (rtm) present to further troubleshoot but mentioned the arrow on paddle had rubbed off. The issue was not resolved. Pt did not have their rtm with them to further troubleshoot. Pt will be calling back with rtm present to provide serial number off it for an exchange. Pt noted this will make the 5th or 6th paddle since they had the ins. Pt called back to provided recharger serial number for a replacement. Agent emailed repair for replacement device.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger was returned and the analysis results couldn't replicate rm03 error code and found ins and antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.